Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was no alert. Data received but the allegation does not reflect on device within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.